Event description:
It was reported that the patient's glucose reached 27 mmol/l (486 mg/dl) while wearing the pod between 25 and 36 hours on the leg. Upon inspection, it was noticed that the pod was leaking, and the patient was unsure if the cannula was properly inserted into the skin. A new pod was applied to treat the hyperglycemia.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the device found no damages or defects that would contribute to an improper insertion of the cannula. The cause of the reported event could not be conclusively determined.